Event description:
This is a general complaint/concern. I use a libra cgm and iphone. The app requires notifications to be on - which is fine. However, when alerts are on and the cgm logs an out of threshold value, the resulting alert is very loud and very noticeable. This means that anyone in my vicinity can hear it and, because of its distinctive tone, anyone who is familiar with this kind of alert is aware that I have exceeded a threshold value, which is obviously none of their business. And it would seem to be a hipaa violation. As a result, when heading into a meeting, especially if a meal is involved, I turn all notifications off to avoid potentially calling attention to myself and my situation/condition. The apps need to be sensitive to and aware of this use case. For my situation (type 2) it's good know I've exceeded a threshold but it's not immediately threatening my health. I should be able to configure the app to avoid such noisome alerts and/or I should be able to turn off the sound for some period of time with out rendering the app unusable.